Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic anterior resection procedure, while on rectum, the circular stapler was fired however air leak test and staple line failed. There was also poor staple formation and the surgeons had to cut anastomosis away and the rectal stump and colon re-anastomosed. Shorter bowel length than before. The surgical time was extended 30 minutes or more and there was tissue loss and damage reported.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Nicks on the knife blade were observed and the staple guide was damaged. A review of the device history record indicates the product was released meeting all quality release specifications. Replication of the observed knife blade and staple guide damage may occur if the instrument is applied over an obstruction. The instructions for use manual for this product states: "4. Make certain that the section of tissue to be stapled is free from any metal or similar structure; otherwise, the knife blade may not cut." The root cause of the observed damages was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.